Event description:
It was reported that during a supply change the user did not observe drops after priming beyond approximately 40 units, then found the removed cartridge to be wet, indicating a possible cartridge leak; a new supply change was performed with correct attachment sequence and drops were observed, suggesting resolution with replacement components. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status, no need for medical intervention, and no hospitalization.

Manufacturer narrative:
Investigation included customer interview, verification of correct use steps, and in-field troubleshooting with replacement supplies. Investigation of this case revealed evidence consistent with a leaking cartridge and successful priming after replacement, indicating the issue was limited to the initial cartridge. It was concluded that the event was attributable to a suspected cartridge integrity or connection issue, resolved by replacing supplies, with the device functioning as expected after the change.